Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation and was initially inflated at 12 atmospheres for 30 seconds. However, during second inflation at 12 atmospheres for 30 seconds, the balloon ruptured about 4cm from the tip. The device was removed and the procedure was completed with a different device. There were no patient complications reported. The patient condition was good.